Event description:
An etbf3216c166ee stent graft was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 45 days post-index procedure, the patient developed cortical parenchymal ischemia in the anterior leaflet of the left renal inferior pole which required medication. The event was reported as not resolved. The sponsor assessed the ischemic event as possibly related to the index procedure. The site assessed the event as not related to the device, index procedure or the aneurysm. It was noted that the patient expired approximately 11 months post-index procedure due to an ascending aortic hematoma and hemopericardium. Both the site and sponsor assessed the death as not related to the device or procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.